Event description:
It was reported that the patient urinated a very yellow color and it had a bad odor. It was noted that the patient had a yeast infection all the time. It was noted that the patient was not having all these issues before the implant. It was noted that the patient was told by a health care provider (hcp) that she had terrible infections. It was noted that the patient stated that she had a lymph node in her neck that was swollen due to the infection. It was noted that the patient kept calling for antibiotics. It was noted that the patient currently took amoxicillin for bladder infections.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v940070, implanted: (B)(6) 2012, product type lead. (B)(4).